Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. The sensor was inserted into the abdomen on (B)(6) 2025.

Event description:
It was reported that an unspecified sensor issue occurred. Date of event is an approximation. On 01/18/2025, around 2-3pm, the patient's grandfather found him unconscious on the floor after he missed a coffee date with his mother. An ambulance was called, and the patient was hospitalized for 4 days. There was no documentation about the treatment provided. At the time of the report, the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.